Event description:
This is submitted to report the resistance felt during removal of the clip delivery system (cds 10357405/09) from the steerable guiding catheter (sgc), which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted medial, and the mr was reduced to 2-3. There was a significant lateral jet still visible. The second clip delivery system (cds 10357405/09) was advanced to the left atrium. The m-knob was then applied to steer the clip to the valve, but the clip turned up instead of down. It was confirmed that the clip was clear of any structures. The m-knob was attempted again, but the clip continued to turn in the wrong direction. It was suspected that the blue lines were not correctly aligned; therefore, the cds was removed. While retracting the cds, it became caught on the steerable guiding catheter (sgc) tip. Troubleshooting steps were performed. The cds was then removed into the clip introducer (ci), but the cds became stuck in the ci. The cds was able to be released from the ci, and removed from the anatomy. The alignment markers were correct. Marks were observed on the tip of the sgc. A new cds was advanced to the left atrium. The clip was deployed and the mr was reduced to 1-2. The cds was removed, and the markers were confirmed to be aligned. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for sleeve steering issues, resulting in the difficulty positioning the clip delivery system (cds) can include, but are not limited to, patient conditions such as anatomical morphology/pathology, user technique/procedural conditions (excessive tension on the device during the procedure) or manufacturing anomalies (loose or misaligned sleeve key). With respect to the patient condition, procedural conditions and/or user technique, sleeve steering issues may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during the procedure or excessive curves applied to the device by the user. Based on the information reviewed, it is possible that there were unidentified procedural interactions (e.g. Unintended curves on the device and/or patient anatomy) which resulted in increased tension on the device and therefore contributed the sleeve steering issue/difficulty positioning the device; however, this cannot be confirmed. Although a definitive cause for the reported event could not be determined, there does not appear to be any indication of a product quality deficiency. Furthermore, in regards to the reported difficult cds removal, difficulty retracting the clip into the guide tip and clip introducer (ci) may be influenced by, but are not limited to, procedural conditions/user technique, such as unintended curves on guide tip, the clip not being fully closed upon removal, the orientation of the clip with respect to the tip of the guide and/or ci, the user retracting the clip too quickly, or manufacturing anomalies. Based on the information reviewed, the reported difficulties during cds removal and damage to the guide tip appear to be related to user technique/procedural conditions and not a product quality deficiency. A review of the device history record revealed no nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint handling database identified no other incidents reported for a sleeve steering issue/difficulty positioning the device or difficult cds removal (clip caught on guide tip and clip introducer) reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter (10332051/06), 1 mitraclip implanted. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.